Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently powers down when the device is bumped or shaken. Complainant indicated tat there was no patient involvement in the reported malfunction.